Event description:
Reporter indicated while performing a 7.1 software upgrade on a physician's handheld computer that the data would not migrate over after the upgrade, indicating a possible software malfunction. The software has not been returned for product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.